Manufacturer narrative:
The cartridge blood set from this incident was discarded. Retained samples from the same lot number 03p158221 were submitted to visual inspection, functional test and physical characteristics, there were no failures detected.